Event description:
It was reported that a physician performed a novasure endometrial ablation on (B)(6) 2014. The patient returned to the hospital on (B)(6) 2014. The physician performed a computed tomography (CT) scan which noted fluid in the uterus and in the abdomen. The patient was admitted into the hospital and the physician fixed the "posterior wall rupture with bio suture". The discharged date is unknown and the patient is doing well.

Manufacturer narrative:
Lot and serial number of the disposable device was not provided by the complainant, therefore, the expiration date is not known. Serial number of the radio frequency controller not provided by the complainant. The device is not being returned; therefore, a failure analysis of the complaint device cannot be completed. Lot number of the disposable device not provided by the complainant, therefore the manufacturing date is not known. Device history record (DHR) review was unable to be conducted for the disposable device as the lot number was not provided by the complainant. (B)(4).